Manufacturer narrative:
(B)(4).

Event description:
\It was reported that an implanted pacemaker battery voltage, as measured via remote monitoring, was below the elective replacement indicator (eri) voltage but interrogation of the pacemaker did not report the battery as having reached eri. It was noted that both leads had high output. It was later reported that the ventricular lead had a high threshold. The atrial and ventricular leads were capped; the ventricular lead was replaced. The device was removed and replaced. No patient complications were reported as a result of this event. Subsequent information received indicates low impedance on right ventricular lead.

Event description:
Per the surgeon, the patient reported that the implanted device fell out while showering. The patient denies any injury to site, and there was no evidence of healing issues. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient has been revised, due to tibial loosening.

Manufacturer narrative:
Per patient's surgeon, reimplantation surgery took place on (B)(6), 2010.(B)(4).